Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 315.3 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 4 mm and appeared unused, in good condition. There was dim, distorted light from the sma connector, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the light from the sma connector was dim and distorted, indicating a fracture within the fiber connector. The exposed glass tip was in good condition. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction: blocks d7a (sud reprocessed and reused?) And h8 (usage of device).

Event description:
It was reported to boston scientific corporation on november 12, 2020 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician tried to activate the laser fiber, he heard a click noise and the laser fiber did not work. The metal part of the laser fiber was noted to be very hot to touch after letting it cool for 5 minutes. Additionally, the blast shield was noted to be intact. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 12, 2020 that a flexiva 200 tractip laser fiber was used in a laser lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician tried to activate the laser fiber, he heard a click noise and the laser fiber did not work. The metal part of the laser fiber was noted to be very hot to touch after letting it cool for 5 minutes. Additionally, the blast shield was noted to be intact. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.